Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown implanted: unknown explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H6 update: the previously applied patient code e2403 is no longer applicable. The annex g code g04105 is no longer applicable regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2025-mar-24. The patient had experienced signs/symptoms as a result of the event. The physician programmed a surgery on (B)(6) 2025 to see the catheter, and the catheter was stitched at the spine fixation point. The cause of the volume discrepancy at refill was the catheter having been stitched. The catheter was changed and the problem was resolved. The device would not be returned to the manufacturer as it was not kept.

Manufacturer narrative:
D.6a: the date (B)(6) 2025 is considered an approximate pump implant date (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was implanted last week. The specific date of implant would not be made available. The date (B)(6) 2025 is considered an approximate date of pump implant (specific month and year known only). The they refilled the pump on (B)(6) 2025 expecting to withdraw 19 ml from the reservoir but ended up extracting 40 ml instead. The were sure they were in the reservoir. The patient was feeling better. The issue was not resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pump remained implanted. The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.